Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having high blood glucose and she stated that she changed the infusion set out today and yesterday. Customer stated that her blood glucose was still running high. Customer treated with 5.0 units of insulin and it brought her down too fast. Customer ate some pineapples to bring her blood glucose up and also a candy bar. Customer's blood glucose was 415 mg/dl. Customer stated that she had symptoms of high blood glucose such as feeling sluggish and craving (B)(6). Customer stated that she treated by shots. Customer stated that her blood glucose was 365 mg/dl and 332 mg/dl earlier. Troubleshooting was performed and the pump passed the high pressure test. Customer stated that the cannula was occluded and the site was sore. Customer was advised to do a complete set change. Customer stated that the medtronic dome label sticker was missing.